Event description:
It was reported the atrial lead warning triggered for high impedance paces. Atrial lead data showed some measurements of 4336 and 6711 ohms, and currently measured in the 400s. Noise due to possible lead fracture also reported. Lead remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.